Manufacturer narrative:
Additional information was added to: b4, g6, h2, h11. Correction to: h6 (component code, type of investigation, and investigation conclusions). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
When did it occur? After use. Needle injury: no. Other treatment: no. Were the returned items used? Yes. If used, was anything adhered to it? Drug solution. Returned quantity: 1. Details of the event (timeline, history, etc.): they discovered that, when attempting to remove the needle after insulin injection was completed, the needle remained in the insulin pen. We are only handling the pen with the needle remaining.